Event description:
It was reported that the patient failed the initial trial of void (tov) and required an additional week of foley catheterization. The patient passed the subsequent tov. A week later, the patient developed sepsis and is currently at home receiving antibiotic treatment. Boston scientific has been unable to obtain additional information regarding the patient condition to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefor, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient failed the initial trial of void (tov) and required an additional week of foley catheterization. The patient passed the subsequent tov. A week later, the patient developed sepsis and is currently at home receiving antibiotic treatment. Boston scientific has been unable to obtain additional information regarding the patient condition to date, despite good faith efforts.